Manufacturer narrative:
Implant regio 13 fractured. Construction was a prosthesis in the upper jaw placed on 2 implants. (13-23). Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant resubmitted due to submission error.

Event description:
Implant fracture.